Event description:
It was reported that the patient had some cosmetic concerns with the device. However, the system was ultimately explanted due to infection. No additional adverse events were reported.